Manufacturer narrative:
H3) the case was reported on 18-oct-24 but provided logs are from (B)(6) 2024. As per information provided on this date 08-jan-2025, archives were not available in the system. However new set of logs will not helpful to find the cause of inaccuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736425, software version: 2.0.3, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that a cerebrospinal fluid (csf) leak occurred. As a result, the surgeon was concerned about potential inaccuracy of the system. There was no delay to the procedure. The overall accuracy at the time of registration and surgery was 1.8mm. The patient did not experience any symptoms related to the csf leak. It was immediately repaired within one minute with loss of under 5cc of csf. The surgeon sated that he was in a posterior ethmoid air cell at the time of injury and was using the curved 3d image guided probe. The surgeon estimated the inaccuracy at about 4 mm.